Manufacturer narrative:
The sodium electrode serial number was not provided.

Event description:
The initial reporter received questionable sodium electrode assay results from seven patient samples tested on the cobas ise neo 1800 analytical unit. On (B)(6) 2026: patient sample 1. The initial result was 133 mmol/l. The repeat result was 142 mmol/l. Patient sample 2: the initial result was 129 mmol/l. The repeat result was 142 mmol/l. Patient sample 3: the initial result was 132 mmol/l. The repeat result was 142 mmol/l. Patient sample 4: the initial result was 133 mmol/l. The repeat result was 139 mmol/l. Patient sample 5: the initial result was 133 mmol/l. The repeat result was 140 mmol/l. Patient sample 6: the initial result was 137 mmol/l. The repeat result was 147 mmol/l. On (B)(6) 2026: patient sample 7: the initial result was 132 mmol/l. The repeat result was 138 mmol/l.